Manufacturer narrative:
An event of air bubbles in the right coronary artery and hemodynamic instability were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 9 f amplatzer¿ trevisio¿ intravascular delivery system was being used for a pfo-occlusion procedure. During the procedure, the device was prepared and the delivery system was introduced into patients left atrium. The amplatzer pfo occluder was then introduced through the delivery system and pushed forward, while the left atrial disc was enfolded in the left atrium the patient started to become hemodynamically unstable (hypotension, bradycardia) with an st elevation seen on ECG. A coronary angiography was performed and small air bubbles were noted in the right coronary artery (rca) was seen. Catecholamines and adrenaline were administered due to the hemodynamic instability and the rca was flushed to remove the air bubbles. After the patient was stabilized, the procedure was continued. The delivery system and occluder were replaced for another delivery system and occluder and the implantation was completed successfully. The procedure was extended longer than is clinically significant. The patient is stable. The physician stated that during the device preparation, the amplatzer pfo occluder may not have been fully de-aired (maybe a few bubbles still remained in the nitinol-mesh). No additional information as provided.